Event description:
It was reported that during lead revision, there was blood in the header. It was also reported that the device was "not functioning with specifications". A form further reported that there were elevated pacing thresholds and loss of capture. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; analysis noted the grommet was damaged.